Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving an unspecified reading issue with the freestyle libre 2 sensor and as a result, the customer couldn't walk and experienced dizziness. The customer was seen at a hospital where she received unspecified treatment. Details of the treatment were not provided and no further information was reported. There was no report of death or permanent impairment associated with this event.